Event description:
It was reported that during surgery for posterior spinal fusion, the tip of the lumbar probe broke off at the 20mm marking and became lodged in the pt's vertebra. The surgeon opted to leave the fractured tip in the pt. There were no pt complications reported.

Manufacturer narrative:
This report is a follow-up in response to voluntary medwatch. The device has not been returned to medtronic for evaluation. It was reported that the hospital will maintain possession of the device. A review of the device history records found no documentation to indicate a non-conformance to specification.